Event description:
Customer reported receiving erratic readings on their freestyle lite blood glucose monitor within 10 minutes. Result of 179 mg/dl, 66 mg/dl, 68 mg/dl, 23 mg/dl, 78 mg/dl and 80 mg/dl were plotted on a parkes error grid. The results fell into the "c" zone showing the difference in value to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product had been requested back for an investigation. A follow-up report will be filed once investigation results are available.